Event description:
The facility reports while the pt was under anesthesia, the operating table was positioned in the head-down position. In this position, the pt slid down the table and was prevented from falling off the operating table by the anesthesiologist's equipment and physical restraint by members of the staff. No injuries were reported.